Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on (B)(6) 2016 that when she was examined in (B)(6) 2015, the health care professional (hcp) and manufacturer representative (rep) determined that two of her electrodes were not working. The rep was with the hcp. They told her she was fine with just two electrodes and no surgery was needed. The patient wanted to know how the electrodes break and why her electrodes broke. There were no reported symptoms. This occurred in (B)(6) 2015. Additional information received from the health care professional (hcp) on (B)(6) 2016 reported that there was an impedance issue. The hcp's notes reflect 0/1- and 0/3- had issues with impedances and the patient was reprogrammed by the manufacturer representative (rep) to provide benefit. The hcp did not have a list of all impedances. There was a fall in (B)(6) 2015. There was currently no known therapy issue with the patient. There were no patient symptoms. Additional information received from the hcp on (B)(6) 2016 reported that the cause of the electrodes not working was a patient reported fall in (B)(6) 2015. An impedance check was done on (B)(6) 2015 with the rep. On (B)(6) 2015, the rep programmed around non-working electrodes. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.